Event description:
Customer reported that at 16:30, a patient was received at the ccu from the or after cardiac surgery and was already receiving ntg and dopamine infusions. Dopamine 400 mg/250 ml was running at 5 mcg/kg/hr (12 ml/hr). It is not known by the reporter when the dopamine infusion was started in the or. The patient's blood pressure was noted to be elevated (greater than 150), so the pump infusing dopamine was turned off. The channel was cleared at 19:30 with volume infused of 82 ml. Dopamine was restarted at 20:00. The patient became unstable shortly, thereafter. The cardiac index dropped to 1.4 and the svr up to greater than 2000. Patient was also receiving blood due to heavy bleeding from chest tube. Nurse hung a new bag of dopamine at 20:55 per written report. Several hours later the bag was dry so the nurse hung another bag (written report indicates 23:15). At 0200 in 2009, another nurse noted the bag was dry and hung the 4th bag. At this point the staff realized excess dopamine had infused. They swapped out the pc unit and pump module and stopped the dopamine. The patient stabilized some time later and dopamine was eventually restarted. At some unspecified time, both rns verified screen appeared to show proper rate, and noted fluid infusion through the drip chamber much faster than expected. Although requested, no additional information was available.

Manufacturer narrative:
Patient information requested and all available information is included. This report was filed by the manufacturer. The pump module and pc unit event log were received for investigation. The disposable set involved in the event was not returned for analysis. Data from the event log was reviewed and found no programming errors that could be related to the reported event. The log contained three separate occasions where the user entered a new vtbi of 250 as if a new bag was set up; however, according to the rate in use at the time, the device should have delivered only 56.7ml of fluid during the dopamine infusion. There were no anomalies noted during visual and mechanical inspection of the device. Results of performance tests, using a new disposable set, indicated the pump performed according to specifications. The root cause for the reported event could not be determined based on the investigation findings. Testing and a thorough inspection of the device found no issues that would explain the user experience of an overinfusion condition. The device history record was reviewed and found no non-conforming material reports associated to this pump module.